Event description:
The customer reported the charge button on the external paddles did not work during testing. There was no patient involvement

Manufacturer narrative:
(B)(4). The customer reported the charge button on the external paddles did not work during testing. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.